Event description:
The pt was unable to recharge the implantable neurostimulator after a magnetic resonance imaging done in 2009. The poor communication screen was noted on the recharger. The pt was unable to adjust stimulation. The implantable neurostimulator may be overdischarged. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.